Event description:
It was reported that: "the catheter had been properly functional during 3 days. Then at the time of the infusion of an antibiotic, a leakage was observed at the level of the puncture point." It was reported the patient had already had another midline with the same issue (captured in MDR# 3006425876-2023-00248). The patient had two insertions in one week then antibiotic via peripheral line. No patient harm was reported. The patient completed antibiotic therapy a little earlier than expected and patient returned home.

Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00249 and 3006425876-2023-00248. The catheter returned one s-l catheter for evaluation, signs of use in the form of biological material were present on the catheter body. Visual inspection of the catheter revealed approximately 1.5" of the distal end of the catheter were separated and not returned. The total length of the catheter body measured 6.375", which is not within specifications of 7.875"-8.375" per catheter graphic. This indicates at least 1.5" of the catheter were separated and not returned. The outer diameter of the catheter body measured 0.0555", which is within specifications of 0.053"-0.057" per catheter body extrusion graphic. The inner diameter of the catheter body measured 0.034", which is within specifications of 0.031"-0.035" per catheter body extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was flushed with a water-filled lab inventory syringe and no leaks or blocks were detected. The catheter was then leak tested per amrq-000071, which states, "when tested per bs en iso 10555-1 annex c, no catheter liquid leakage shall occur in the form of a falling drop of water in 30 seconds." The catheter was connected to a leak tester with the distal end occluded. The pressure was increased to 300 kpa for 30 seconds. No leaks were detected. The distal section of the catheter was not able to be tested since it was not returned. A manual tug test confirmed the luer was secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer complaint of the insertion site leaking was not able to be confirmed by a complaint investigation of the returned sample. The customer returned one catheter, but the distal section of the catheter body was missing. The returned portion passed all relevant dimensional and functional testing. A device history record review was performed , and no relevant findings were identified. Without the distal section of the catheter returned for evaluation, the complaint could not be confirmed, and a root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "the catheter had been properly functional during 3 days. Then at the time of the infusion of an antibiotic, a leakage was observed at the level of the puncture point." It was reported the patient had already had another midline with the same issue (captured in MDR# 3006425876-2023-00248). The patient had two insertions in one week then antibiotic via peripheral line. No patient harm was reported. The patient completed antibiotic therapy a little earlier than expected and patient returned home.

Manufacturer narrative:
Qn#(B)(4). Associated mdrs: 3006425876-2023-00248.